Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that this device had been checked by the physician approximately two weeks ago. At that time, the device had not triggered elective replacement indicator (eri). The patient is now reporting that the device is generating beeping tones. Ts discussed possible external environmental beeping tones as the source but suggested that the device should be interrogated to check the battery status indicator or the presence of fault codes. Subsequently, ts was contacted by the local representative again and was informed that the device displayed a fault code#1003 (voltage too low for projected remaining battery capacity). Ts discussed this issue and recommended immediate device replacement. The device was explanted and was received at boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.